Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of infusion set leakage on (B)(6) 2025. The site of leakage was quick release. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.